Event description:
The customer reported that the table moves on its own in the transverse direction and the customer alleged that the system makes an exposure on its own from time to time.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.